Event description:
The customer reported having high blood glucose for two days and went to urgent care. The blood glucose reading at time of the call was 295mg/dl. Troubleshooting was performed. The customer stated that the insulin pump has been losing time for the past six months. Ran a fixed prime and high pressure tests and passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.